Event description:
It was reported that the ventilator had a cracked screen. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The healthcare facility reported that the user interface screen accidentally fell from the pole it was attached to. They opted not to repair the unit. No further details are available. The incident was determined to be the result of accidental damage.